Manufacturer narrative:
The information in section f was completed by the MFR. During processing of this complaint qa attempted to obtain complete information of the event and patient status from the hospital, distributor or field contact as appropriate.

Event description:
The balloon catheter would not advance over the wire. Another balloon catheter advanced over the wire. On the initial report the user believed the problem to be with the balloon catheter. After investigative analysis of the balloon it was determined that the guidewire had separated.